Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. There is no reportable malfunction. Additional information was received that the event occurred during patient use. Therefore updated the h6 health effect - impact code accordingly.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.